Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a elastic band ligation procedure performed on (B)(6) 2025. During the procedure, the bands unable to deploy because the handle was too stiff to rotate fully. After disassembly, the bands were found to be overlapping. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. It was noted that no difficulty was experienced upon setting up the devices.

Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on december 30, 2026. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 was returned, and visual inspection revealed that the ligator housing had seven bands attached. However, the handle was not returned for analysis. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of bands unable to deploy was not confirmed. It was determined that the returned device showed no damage to the ligator section; however, the handle was not returned for analysis. Due to the lack of available evidence, the most probable cause of the reported issue cannot be established. Without the handle, it is not possible to assess whether a device defect contributed to the event, and without a complete evaluation, the definitive causes remain unknown. Based on all available information, the probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a elastic band ligation procedure performed on (B)(6) 2025. During the procedure, the bands unable to deploy because the handle was too stiff to rotate fully. After disassembly, the bands were found to be overlapping. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. It was noted that no difficulty was experienced upon setting up the devices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic band ligation procedure performed on (B)(6) 2025. During the procedure, the bands unable to deploy because the handle was too stiff to rotate fully. After disassembly, the bands were found to be overlapping. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.